Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during an open skin lesion excision procedure.the needle broke while performing a standard suturing technique. In order to resolve the issue and complete the case, a new needle was used. There was no patient harm.